Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the amount of insulin delivered by their pump was small. During the course of troubleshooting the device history was reviewed and the patient alleged that their pump was not recording bolus insulin deliveries. This complaint is being reported because it was not resolved at the time of the call. There was no allegation of an adverse event associated with this complaint.